Manufacturer narrative:
The device has been received, but an evaluation has not yet been completed; therefore, a failure analysis is not available and the relationship between this device and the cause of this event is undetermined. In addition to the device evaluation, a device history record review and product family complaint trend review are in progress; results will be provided in a follow-up medwatch report.

Event description:
A wallstent enteral endoprosthesis stent was used during a duodenal stenting procedure (patient age, gender, and weight unknown) in 2007. According to the complainant, "during the procedure the stent would not deploy, and there were stent wires protruding through the catheter. The physician completed the procedure with another of the same device with no patient complications." The complainant reported that, following the procedure, the patient was "fine."